Event description:
Cranioplasty using methylmethacrylate implant. Evidently, initially a monomer, the powder, mixed with sterile water to create "shapeable" plate, was not mixed thoroughly. Thus, a safer polymer was not created and the circulating monomer within system caused severe blistering, itching, and permanent scarring. Pt begged the physicians to remove the plate (for 6 years) but none would. Finally, the plate was removed and the symptoms disappeared in less than twelve hrs. Developed severe latex, adhesive, and plastic allergies. Increasing sensitivity to misc foods and chemicals. Must now have auto-osteo craniofacial reconstructive surgery instead of using any foreign material.